Event description:
Davol/bard mesh prefix plug, implanted in 2006 to repair a hernia in the right groin. Six months later, a second surgery was performed due to pain the same area. It was discovered that the mesh had collapsed and my tissue had started growing around it. I also had surgeries three times in 2007. During each surgery, small pieces of the mesh were removed. To try and help elevate the pain, I had a couple of nerve block injections, which were unsuccessful. I am still in constant pain and have missed a lot of work due to the surgeries and pain. I do not know if there are still more small pieces of the mesh imbedded in my tissue or not since there are no test that will show the mesh. Surgeries for attempted removal: 2006; three times in 2007. Nerve block attempts: three times in 2007. Nerve block injections didn't offer any relief and had to be given too close to the femoral artery. Even if the procedure would have been successful, the risk out weighed the benefit.